Event description:
It was reported that some spots on the pump touchscreen are less responsive. There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.